Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that patient had low blood glucose level due to pump over delivering insulin. The customer¿s blood glucose level was 21 mg/dl at the time of incident. Patient¿s current blood glucose was 293 mg/dl. Customer reported that they treated with food. Customer reported that they experiencing low blood glucose for 1 week. Customer reported that, pump programming was inaccurate. The sensor will not be returned for analysis.